Manufacturer narrative:
Additional information: a medtronic representative reported that no screws were placed inaccurately despite the reported issue.

Manufacturer narrative:
Correction: the serial number was not previously reported.

Manufacturer narrative:
Correction: UDI and device manufacturer date provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the site did not have the proper tool card installed on the navigation system for the driver the site elected to use. Following the installation of the tool card, the site could select the appropriate driver. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision occurred when selected the driver in the application software. The imprecision was noted that the 45 millimeter screw was three centimeters from the vertebrae. It was reported that the site navigated a screw three centimeters longer than the original one as the reported issue carried across navlocks. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.